Manufacturer narrative:
Concomitant medical product: 2090 programmer, 2067l programmer head. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a routine device exchange procedure, it took several attempts to interrogate the implantable pulse generator (ipg) with the programmer. It was noted the programmer did not recognize the implantable pulse generator (ipg) for several minutes. Once the device was interrogated, it showed a power on reset (por) had just occurred on the implantable pulse generator (ipg). The implantable pulse generator (ipg) was explanted and replaced as planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.